Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:long-term performance of a transcatheter pacing system: 12-month results from the micra transcatheter pacing study. Heart rhythm. 2017; 14(5):702-709.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generators (ipg). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced complications after implant including: embolism, thrombosis, cardiac effusion/perforation, elevated thresholds, and events at the puncture site. It was noted that the patient deaths were not considered to be related to the leadless ipg system. The article also reported patient symptoms including acute myocardial infarction, cardiac failure, metabolic acidosis, pacemaker syndrome, presyncope and syncope. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.